Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the most likely underlying cause for the prosthesis wear and osteolysis reported may have been due to the position of the acetabular cup and edge loading, off-label use from combining exactech acetabular components with another manufacturer¿s femoral components, and/or patient-related conditions. However, this cannot be confirmed because the components were not returned for evaluation and x-rays were not provided. In march, 2021, exactech received user mir reports from (B)(6) related to 4 cases reported by surgeons at (B)(6) hospital in germany for wear of the gxl polyethylene acetabula liner. Further investigation with the surgeons at (B)(6) revealed that they had 18 patients (11 unilateral and 7 bilateral), with 22 gxl liners that were exhibiting signs of wear potentially requiring revision. The following complaints were entered into the global complaint handling system to document the analyses of these cases and vigilance reporting report. The mechanisms of wear of polyethylene acetabular liners are clinically well known in total hip arthroplasty (tha). ¿conventional¿ uhmwpe has good mechanical properties but is inherently prone to wear. ¿highly¿ cross linking has helped with wear but increased risk of liner fractures when used with modern locking mechanisms, large heads, thinner liners. Cup malposition can further lead to edge loading/early fracture; thus, some companies chose to use ¿moderate¿ x linking of the polyethylene liner to optimize fracture resistance and improve wear properties. Exactech took this approach with the gxl moderately crosslinked acetabular liner. In a worldwide analysis of gxl failures, common characteristics revealed that components positioned with anteversion and/or abduction (often seen with anterior approaches) result in edge loading of the gxl liner. This is combination with large femoral heads with thinnest liner, and/or lateralized or face changing liners further increases the risk for wear of the gxl liner ( ~2.ox greater and ~2.5x greater, respectively). (B)(6) hospital provided 18 sets of x-rays (11 unilateral hip/7 bilat) and clinical notes (de-identified) for all reported patients. Dr. Sharat kusuma received and analyzed all data in collaboration with the (B)(6) surgeons. The findings were as follows: average cup abduction on ap xray: 51° (range 45 65). 16/25 (64%) had evidence of edge loading. 16/25 (64%) were thin inlays/large femoral heads . 96% of cups were well fixed . In conclusion, it was determined that most of these are best treated with liner exchange; however, 2-3 patients may potentially require revision of entire construct (inlay + shell) due to loosening of the acetabular shell. The surgeons at (B)(6) hospital have determine that optimal treatment course for these patients is exchange of gxl to exactech¿s highly crosslinked xle liner. As the xle liner is not approved for use in germany, they are actively seeking special access approval/humanitarian use exemption from the germany authority, (B)(6).

Manufacturer narrative:
Additional information: a2, a3, b3, b5, b6, b7, d6a, d6b, d8, d10, h7 & h9. D10. Concomitant: nv crown cup clstr hole 58mm group 3 (cat# 180-01-58 / serial# (B)(6). These devices are used for treatment not diagnosis. No other information is available.

Event description:
It was reported via ous legal documentation that a patient received an initial total right hip arthroplasty on (B)(6) 2014 and then approximately 8 years, 2 months later was revised on (B)(6) 2023 for ¿considerable wear¿. The patient then received subsequent treatment from (B)(6) 2023 to (B)(6) 2023 from a clinic. The patient had been scheduled for revision surgery in 2021, but this was postponed due to covid. No other information is available.

Manufacturer narrative:
Concomitant medical product: nv crown cup clstr hole 58mm group 3 (cat# 180-01-58 / serial# (B)(4)). As reported, the liner was revised due to osteolysis in the center of the acetabulum. The device will not return. Patient was last known to be in stable condition following the event. This device was used for treatment, not diagnosis. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation.

Event description:
As reported, the liner was revised due to osteolysis in the center of the acetabulum. The device will not return. Patient was last known to be in stable condition following the event. Patient has a revision planned for (B)(6) 2021.

Manufacturer narrative:
Corrected information. H6: medical device problem code. Additional information. H3: the revision reported may have been the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no images or radiographs were provided. H6: component code, investigation codes.

Manufacturer narrative:
Additional information: h6 - health effect clinical code. This is 1 of 2 reports.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02394. The revision reported may have been the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear may be due to a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, a contributing factor to the wear may have been the off-label use detailed above. However, this cannot be confirmed because the devices were not available for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear may be due to a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, a contributing factor to the wear may have been the off-label use detailed above. However, this cannot be confirmed because the devices were not available for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.